Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the customer has been running high, but she has not gotten any alarms on the insulin pump alerting that she was not receiving any insulin. The blood glucose at time of call was 301mg/dl. Troubleshooting was performed, and no damaged to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. Reviewed the alarm history and found a no delivery alarm. During the call, the daughter stated that the customer was at the hospital, not due to diabetes related, but she was getting a CT scan and the nurses did not allow her to remove her insulin pump. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.